Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following could not be completed with the limited information provided. Device code - ni, expiration date - ni, date implanted - ni, (B)(6), manufacture date ni.

Event description:
Information was received based on the review of the journal article entitled " failure of total hip arthroplasty with boneloc bone cement." The aim of this study was to assess the long term failure rate of total hip replacements (thr) that had previously used boneloc bone cement. One patient identified in the article experienced two hip dislocations. The patient outcome is unknown.